Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the as reported cylinder leak was confirmed. Analysis of the device identified a fluid leak. Review of the device history record confirmed that the device met specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, microscopically examined and tested for leaks. Cylinder 1 has wear at a fold in the cylinder body, and a fluid leak was identified as a result of the wear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported allegations. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the valve pump of the inflatable penile prosthesis (ipp) was difficult to use for the patient. It is believed that there was a cylinder leak. The ipp was removed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the valve pump of the inflatable penile prosthesis (ipp) was difficult to use for the patient. It is believed that there was a cylinder leak. The ipp was removed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.